Manufacturer narrative:
Updated block: h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the central control monitor (ccm) display was frozen and the cursor could not be moved. The unit was rebooted, but the issue remained. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.